Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the active exhalation control module was observed the device's active exhalation control module was replaced to address the issue.